Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 564 mg/dl, which she treated with a 12-unit manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The customer ran a 5.0-unit fixed prime and the insulin pump alarmed no delivery. The customer removed the reservoir, rewound the device, then attempted to push insulin through with a plunger; however, the customer stated that insulin exited but there was greater than normal resistance when attempting the plunger push. The customer disconnected and reconnected both the infusion set and reservoir and ran a prime: insulin exited without incident. The customer was advised that the no delivery was caused by an infusion set or reservoir occlusion. The customer was advised that the insulin pump was working as designed. No products were returned or replaced.